Manufacturer narrative:
510k: this report is for an unknown t-plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the review of the following case report: souer, s. Et al(2009), case reports: volar marginal articular fractures with loss of articular apposition, hand 2010 vol. 5(2) pp 195-199 (USA) doi:10.1007/s11552-009-9215-6. This study presents a case report of 3 male patients to clarify the definition of volar marginal articular fractures with loss of articular apposition pattern and raise the possibility that it may be more common than previously recognized. A case of a (B)(6) man, injured in a motor vehicle collision. He underwent open reduction and volar plate fixation of the distal radius using (2.4-mm locking compression plate (lcp), synthes, paoli, pa, USA). Two years after surgery, patient returned to his pre-injury level of work, the fracture was healed without loss of alignment or implant problems, and there were no complications. The patient reported minimal pain in motion (vas 2). Radiographic evaluation revealed signs of slight joint space narrowing (grade 1) a case of a (B)(6) man injured in a fall from his motorcycle. The fracture was repaired with a 2.4-mm lcp plate. Complications of the surgical procedure were not reported. Two years after, the patient had returned to his pre-injury level of work, the fracture was healed without loss of alignment or implant problems, and there were no complications. Radiographic evaluation revealed marked joint space narrowing (grade 2).a (B)(6) man,injured in a motor vehicle collision. Had an open reduction and volar plate fixation using a small fragment t-plate (synthes).two years after, the patient had returned to his pre-injury level of work, the fracture was healed without implant problems, and there were no complications. Post-op, radiographs showed a 2 mm ulna translocation of the carpus, likely reflecting rupture of the radioscaphocapitate ligament, but without arthrosis. This report is for a a (B)(6) man whose radiographs showed a 2mm ulnar translocation of the carpus, likely reflecting rupture of the radioscaphocapitate ligament, but without arthrosis. This report is for an unknown synthes t-plate this is report 5 of 6 for (B)(4).